Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the interlink injection site sub-assembly had broken off. It was also observed that part of the connector stem had broken off and remained in the female luer lock adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screw of injection site (luer) of an interlink i.v. Catheter ext set "was not tightened". This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.